Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate ams episodes caused by far-field r wave oversensing were observed. The patient was not reported to be symptomatic. Programming changes were recommended.